Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had received battery alarms. It was noted that the insulin pump was stored without battery for more than 10 minutes. The customer also reported that they had experienced a high blood glucose level of 475 mg/dl. The customer treated the high blood glucose with a manual bolus. Troubleshooting was performed for the insulin pump. The customer declined to perform the no delivery test. They were advised to monitor their blood glucose and to call back for any other issues. The device will not be returned for analysis.